Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test lead(s) into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. This could have contributed to the reported high impedance, sensing anomaly and output anomaly.

Event description:
It was reported that during post implant device interrogation in the recovery room, the pulse generator exhibited high impedance measurements, loss of sensing and no output on the ventricular channel. The patient was taken back to the catheterization lab; the leads was disconnected from the device and tested. All electrical parameters were normal. The device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.